Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the endoscopic retrograde cholangiopancreatography (ecpw) procedure, the stone had already been caught and was about to be crushed, the knob for crushing/closing the subject device broke off with the tool/handle stuck. The procedure was completed by replacing it with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.